Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. During functional verification test the flow displayed is low (around 1, 3l/m). Replaced circulation pump. Passed functional verification test (and new calibration of the device. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not pass the calibration. Per review of wo on 05feb2025, there was no patient involvement. Per follow up information received via mail on 06feb2025, this would be shipped to s-inter.